Event description:
Patient reported "right side ruptured" diagnosed via mammogram. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, e1.

Event description:
Patient reported "right side ruptured" diagnosed via mammogram. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.